Event description:
Caller is calling on behalf of his mother that uses the monipod 5 insulin pump. Caller stated that the pump does not have a safety feature loud enough to alert the user if the blood sugar is low, especially if the patient is an elderly person. The omni pod5 pump only makes inaudible noise when the sugar level is lower than fifty (50) which may be too late for the patient. Caller stated that the manufacturer should give the user the option to adjust the tones on the pump so the user can hear the alerts when it sounds.